Manufacturer narrative:
A visual evaluation of the device found the basket/ wire assembly to be pulled out of the coil/ handle assemblies and the inner sheath detached. The basket wires were found to be slightly bent and unevenly spaced, and tip was intact. The side car-rx was torn the full length and presented pushback out of specification. Furthermore, the pull wire was found to have failed and broken from the distal end of the handle cannula. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the pull wire was broken. It is possible the basket was too small for the stone which could have caused the damaged pull wire. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015. According to the complainant, during the procedure, an alliance handle in conjunction with the trapezoid¿ rx basket was used to crush an approximately 15 mm sized stone. However, the pull wire broke and the tip failed to detached leaving the stone entrapped inside the basket. Thus, they shook the catheter of the trapezoid until the stone was dislodged from the basket and the basket was finally removed from the patient. However, the stone was left inside the patient thus stents were placed to allow drainage. Additionally, there was no issue with the alliance handle device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015. According to the complainant, during the procedure, an alliance handle in conjunction with the trapezoid rx basket was used to crush an approximately 15 mm sized stone. However, the pull wire broke and the tip failed to detached leaving the stone entrapped inside the basket. Thus, they shook the catheter of the trapezoid until the stone was dislodged from the basket and the basket was finally removed from the patient. However, the stone was left inside the patient thus stents were placed to allow drainage. Additionally, there was no issue with the alliance handle device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".